Manufacturer narrative:
Device returned to manufacturer on. An event regarding wear involving a triathlon insert was reported. The event was confirmed through visual inspection and material analysis. The mar concluded: burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. The medical review indicated: suboptimal position of baseplate, femoral component or inadequate bearing thickness have contributed to instability with overload in the bearing causing abnormal bearing wear with baseplate loosening requiring revision. The exact anatomic failure problem cannot be determined due to lack of x-ray information. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot. The material analysis report (mar) concluded that: burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. The medical review indicated: suboptimal position of baseplate, femoral component or inadequate bearing thickness have contributed to instability with overload in the bearing causing abnormal bearing wear with baseplate loosening requiring revision. The exact anatomic failure problem cannot be determined due to lack of x-ray information. No further investigation for this event is possible at this time.

Event description:
Revision of triathlon insert.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of triathlon insert.